Manufacturer narrative:
The reported event of entered incorrect rate, stopped by guardrails file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the patient was ordered 450 units of heparin an hour, and the nurse programmed the pumped to 450 ml/hour. The facility's heparin is supplied in 500 ml bags with a concentration of 50 units/ml. The medication did not infuse on the patient at this rate, because it was denied by the device's hard guardrails. There was no patient harm.